Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 08 april 2025,enseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal. The RMA was authorized for the return of sensor for further investigation.

Manufacturer narrative:
On 08th april 2025, the user reported that the cgm system showed results that were different from blood glucometer measurements. Initial escalation analysis determined that the sensor had deviated from its normal behavior, thus a sensor replacement was approved. The sensor was received for further investigation. Upon inspection, it was observed that a small portion of the hydrogel was missing over the optical area of the sensor, which was most likely damaged during the removal procedure, due to excessive force applied by the removal clamps. In-house testing of the returned sensor showed some noise, which is potentially attributable to the missing hydrogel. Review of sensor in vivo data indicated transient optical instability, which likely contributed to the reported sensor inaccuracy. However, this instability could not be reproduced during in-house testing, which may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The observed instability is potentially due to the in vivo state of the sensor hydrogel. The user was offered a sensor replacement as a resolution. B4. Date of this report 04 july 2025. G3. Date received by the manufacturer? 04 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.